Manufacturer narrative:
According to the customer "the 3ml syringes are not retaining plunger portion when pulled back to fill. The entire stem shoots out when it should have a lip internally in the barrel of the syringe to retain the plunger portion". A sample is available for evaluation. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the customer "the 3ml syringes are not retaining plunger portion when pulled back to fill. The entire stem shoots out when it should have a lip internally in the barrel of the syringe to retain the plunger portion".